Event description:
It was reported during a lap cholecystectomy procedure, the device was heating up, did not know the specifics. Another device was used to complete the procedure. There was no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
Eval summary: the analysis found that the lcsc5 device was returned with the blade scratched, with burn marks and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.